Manufacturer narrative:
Investigation was performed on product from the same lot and all products met specifications. Based on the testing results of product from the same lot, the covid-19 ag rapid test (lot i2301009) showed acceptable performance, and no false positive or false positive occurred during the whole 30 min when testing negative clinical samples, even some challenging specimens (very sticky, over-dose sample volume of swab).

Event description:
User's son was diagnosed with covid and user felt symptoms associated with covid. After being diagnosed with covid, user and son tested using fastep antigen test and received negative results. Product was from lot i2301009.